Event description:
A patient reported experiencing inaccurate high results with an ot ultra meter. The patient's blood glucose results were hi mg/dl ( arm ) ( 500 mg/dl was used for hi mg/dl to help get value ), 49 mg/dl ( finger ). Tests were done < 10 minutes apart with a difference of 76%. Patient did not experience any adverse events. No further information has been reported.